Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting a change in pacing threshold measurements. Intrinsic sensing and pacing impedance measurements remained stable. A revision procedure took place and the rv lead was successfully repositioned. The physician was unable to determine if the threshold change was due to a dislodgement or tissue inflammation. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.